Manufacturer narrative:
The lot was manufactured (B)(6) 2015 ¿ (B)(6) 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and revealed a leak at the fill port. Further inspection revealed that the cause of the leak was a particle, approximately 1.49mm in length, located underneath the checkband. The particle was identified as glass material via fourier transform infrared spectroscopy. The reported condition was verified. The cause of the particle under the checkband could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leaked occured at the fill port of a large volume infusor during priming. There was no patient involvement. No additional information is available.